Event description:
It was reported, the physician implanted a 30mm gore® cardioform septal occluder to close an atrial septal defect in a young patient. The device was implanted with no issues. As the patient was recovering from anesthesia, a 3rd degree heart block was noted. The patient was treated medically for 7 days. The day after implant, the device was removed in an additional transcatheter procedure. The heart block continued, and on day 7, a pacemaker was implanted. The patient will be re-evaluated for closure when they get a little bigger. The patient was doing well following the procedures.

Manufacturer narrative:
Patient weight and date of birth was not available. The gore® cardioform septal occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: new arrhythmia requiring treatment. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.